Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use biopsy valve had damage to the slit portion, which prevented airtightness during suction. A crack was present at the slit. The issue occurred during a diagnostic bronchoscopy procedure, during sedation, while the device was inside the patient. The procedure was completed using an olympus back-up device. There were no reports of patient harm.